Manufacturer narrative:
Per the customer, the samples are run on an automation line. The customer runs glucose in duplicate mode and verifies results prior to reporting. Their criteria is 8 mg/dl for samples <110 mg/dl, so the replicates would have passed their criteria. Customer indicated that no calibration or qc issues have occurred prior to the event. A field service engineer (fse) was dispatched and inspected the issue. The investigation is still ongoing. The fse indicated that they are monitoring the vibration sound heard on the modular chemistry (mc) syringe drive for glucose. Customer also indicated that it could have been a sample handling event since they have an automation line, but they do check sample volumes prior to running on the instrument. Root cause is unknown at this time.

Event description:
Beckman coulter inc., (bci) contacted this customer via the bci internal monitoring data for glucose module (glucm) phase I customer contact program. The customer indicated one (1) patient's glucm sample results did not match when running in duplicate mode. The sample generated a false low result. The initial glucm result was 21 mg/dl and the repeat result was 28 mg/dl. A rerun of the same specimen on an alternate instrument was also performed that produced results of 23 and 31 mg/dl. The customer did not call and complain to bci about this sample. Patient treatment was not affected in this event.